Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed carbon dioxide (co2) result was obtained on the dimension vista 1500 system s/n (B)(4). Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Quality control data was within conformance. There is no evidence of an instrument or assay product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed carbon dioxide (co2) patient result was obtained on a dimension vista 1500 system. The original result when the sample was tested was elevated. The discordant result was obtained on reprocessing of the same sample. Upon additional reprocessing of the same sample on an alternate dimension vista, the original higher result was confirmed. The discordant co2 result was not reported. The correct elevated result was reported. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed co2 result.